Event description:
The customer reported system will not boot. C-arm hangs at 5 arrows. Diagnosed in debug monitor a cmos checksum error. Need to replace cpu cmos battery.

Manufacturer narrative:
The service rep replaced cmos cpu battery, and configured cmos setting. System fully boots and working. Tested system, system operates as intended.